Event description:
Trinity dual mobility revision of all components after 6 days due to dislocation.

Manufacturer narrative:
Per - (B)(4) final report. Additional information including post primary and pre revision x-rays, operative notes (primary and revision), what the patient was doing at the time of the dislocation, whether the patient followed correct post-op protocol, whether the patient experienced any slips / falls or other trauma post primary surgery, whether the offset / orientation of the implants changed during the revision and an update on the patient post revision was requested in order to progress with the investigation of this event, however, this information was not provided and thus the scope of the investigation was limited. The surgeon commented that they felt the orientation of the trinity shell may have shifted when the cocr liner was implanted into the shell, however, this has not been confirmed. Bone screws were used when implanting the shell. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. It was found that all parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the above, no further investigation can be conducted and the root cause of the reported dislocation could not be determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
Per -7183 initial report additional information including post primary and pre revision x-rays, operative notes (primary and revision), what the patient was doing at the time of the dislocation, whether the patient followed correct post-op protocol, whether the patient experienced any slips / falls or other trauma post primary surgery, whether the offset / orientation of the implants changed during the revision and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity dual mobility revision of all components after 6 days due to dislocation.